Event description:
The customer reported that a pt treated for laser vision corrected was over corrected and presented at the one week post-operative exam with a best corrected visual acuity (bcva) of 20/10 in the right eye and 20/25 in the left eye.

Manufacturer narrative:
Field service on the equipment was not requested. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.